Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect suretrak has been received by manufacturer for evaluation. The reported issue was confirmed as the head of the adjustment screw had tool marks and hex head is slightly rounded out allowing slippage of the tool. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that while outside of procedure, a suretrak was damaged. There was no patient present at the time of the issue.